Event description:
It was reported that the customer's insulin pump stopped working. The customer removed the battery, reinserted the battery and experienced a blank display. The customer's blood glucose was 15.8 mmol/l. The customer treated his blood glucose with a manual injection. Troubleshooting was done. The customer confirmed that there were no signs of physical damage or that the insulin pump had been exposed to moisture. The customer confirmed that the spring and battery compartment were neither damaged nor corroded. The display would not return even after inserting new batteries. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.